Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with antibiotics (specific date, dosage and duration not reported). The issue was resolved. The implanted device remains.